Event description:
It was reported that the needle did not retract, resulting in pain and an irritated site. Pod was worn between 37 and 48 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The pod was received with the formed needle visible in the exposed portion of the soft cannula though the linkage assembly was observed to be in the fully retracted position. Upon opening the pod, the formed needle was observed to be unseated from the slide retract. Inspection of the slide retract found damages, indicating that the formed needle was incorrectly installed into the slide retract. This incorrect installation resulted in the hard cannula becoming unseated during deployment, which prevented the formed needle from retracting after deployment.